Manufacturer narrative:
(B)(4). This even is currently under investigation.

Event description:
After placement of a PICC line on a (B)(6) year old male patient, the line ruptured between the extension and the final connection. The line was explanted sometime in (B)(6) 2016. The patient required further sedation and a new PICC line implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A definitive root cause could not be determined.

Event description:
After placement of a PICC line on a (B)(6) male patient, the line ruptured between the extension and the final connection. The line was explanted sometime in (B)(6) 2016. The patient required further sedation and a new PICC line implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.